Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and the cutting wire was observed to be broken near the end face of the coated portion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the detachment of the cutting wire likely occurred due to the following mechanism: 1) the cutting wire was close in proximity to the endoscope. 2) output was activated. 3) during activation, an accidental discharge may have occurred at two points in the cutting wire at the same time. 4) the discharge caused the cutting wire to become hot instantly. As a result, the cutting wire broke and detached. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result.¿ ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur.¿ ¿do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument.¿ this supplemental report includes an update to h3 from the initial medwatch. Also, a correction has been made to e2 and e3 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name shortened due to character restriction in respective field: (B)(6) hospital, affiliated to (B)(6) medicine. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the single use 3-lumen sphincterotome v wire fell off into the patient¿s body during a procedure, and the knife wire broke during use. The wire was retrieved and the procedure was completed using a similar device. There were no reports of patient harm.